Event description:
Eri was seen via home monitoring. The patient was kept under observation. It was decided that the ICD will be replaced. Should additional information be received, this file will be updated.